Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "doctor did my right knee five years ago...it never stopped being painful...just not the same pain. On my first year visit, I complained of pain. He told my husband to give me something else to think about...truly offended..."